Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a sprinter otw. During the procedure it was reported that the balloon burst during inflation and balloon was removed intact. No adverse outcome for patient.